Event description:
Customer reported that falsely elevated results for potassium (k), blood-urea-nitrogen (bun) creatinine (crea) and a false low glucose were generated by the dimension vista 500 system. The results were reported out of the laboratory and the physician questioned the results. The patient was redrawn and tested on the same system and yielded results within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the site. After analysis of the instrument the fse determined that the cause of the discordant results is unknown. The fse replaced or cleaned multiple items. The fse ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.